Event description:
It was reported that during insertion of a lag screw for an intertrochanteric fracture of the left proximal femur, two of the guide shafts were catching on the lag screw and the wrench was not sliding over the junction between the guide shaft and the lag screw. The surgeon used a second guide shaft along with the original wrench and experienced the same issue. A second wrench and a third guide shaft were used which allowed the wrench to slide over the guide shaft properly for successful insertion of the lag screw. There was a 5-10 minute surgical delay. After the procedure was completed, the sales consultant inspected the devices and noticed that the teeth to the guide shaft appeared to be bent and inner cannula of the wrench appeared to be worn or bent which may have prevented the wrench from sliding over the guide shaft. This complaint involves three devices. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned parts are used with dynamic hip and condylar screw (dhs/dcs) procedures. The returned dhs/dcs wrench (338.06, 8036549) was received in exceptional condition with no noticeable burrs or sign of damage which could have contributed to the complaint condition. The two returned dhs/dcs guide shafts with flats (338.23) were received with scratches on their shafts and their tangs, which are intended to mate with dhs/dcs lag screws, were torsionally bent. The returned guide shafts did not have a lot number, so a device history record review was not performed. The latest guide shaft with flats drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The two returned dhs/dcs guide shafts with flats seemed to have sustained damage which is indicative of the tangs of the shaft being exposed to excessive torsional forces. It is possible that the shaft was used during procedures involving strong dense bone which contributed to the torsional damage to the tangs. Additionally, if the tangs were not properly engaged with lag screws the off axis loading could have also contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.